Event description:
Reporter indicated the suspect vns computer serial cable was discarded.

Event description:
Reporter indicated a vns dell x5 computer serial cable was frayed. It is not known if the cable was performing as intended. No patients were affected per the reporter. Attempts for return of the suspect serial cable are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.